Event description:
It was reported by service report that the fowler could not be fully lowered. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Fowler, locking link bar.